Event description:
It was reported that in the event nurses inadvertently bumped the arrow keys when restarting an prostaglandins infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.

Manufacturer narrative:
Corrected h6 patient code to 3190

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that in the event nurses inadvertently bumped the arrow keys when restarting an prostaglandins infusion, therefore changing the rate of the infusion. Although requested, additional information was not provided.